Event description:
The customer reported via medwatch report that: following an angiogram, the physican was inserting the vasoseal collagen plug. One centimeter of the distal portion of the vasoseal introducer sheath broke off and required surgical intervention to remove.